Manufacturer narrative:
One cadd solis hpca pump was returned for the evaluation of the reported event. The device was received with a bubbled dso and damaged air detector. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. An accuracy test was performed to further investigate the reported issue. Customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump. Pump will be upgraded to v4.2.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device volume accuracy is off. Customer added that the device needs a software upgrade. It is unknown if there was a patient involved during this event. No additional information available.